Event description:
It was reported that the 9600 system had no image prior to a case. Also, the 9600 system would not boot up completely and the procedure had to be cancelled. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The controller board was re-seated and the software were re-installed during the service call. The system was tested and found to be working as intended, and put back into service.